Event description:
A physician reported that the patient's scalp was ruptured, and the bactiseal catheter (ID 823072) implanted a year ago was exposed. The patient had an allergic constitution and recently developed shingles. The valve and all the catheters were explanted on unknown date. The valve was not replaced because the physician believed that the patient would not need a new valve. The patient is currently being treated with antibiotics and is on follow-up. There is no information on whether the patient had an infection. According to information provided, it is unknown if the scalp rupture is considered a result of catheter malfunction. It is unknown if the patient experienced any fall or precipitating event. The timeframe between catheter placement and scalp rupture is unknown. It is unknown if the patient experienced any signs or symptoms due to the device issue.

Manufacturer narrative:
The codman bactiseal catheter (ID 823072) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the possible root cause could be due to ¿anchoring becomes loose post-implantation¿ and potential failure mode includes " proximal catheter dislocation (dislodgement) migration "however, it was not possible to confirm and identify the root cause of this assumption as the product was not returned for investigation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.